Manufacturer narrative:
Follow-up from 10-nov-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed autoimmune symptoms (such as arthritis). The physician was not sure if she was allergic to nickel. Essure was removed (removal method was not reported). Nickel allergy is listed in the reference safety information for essure, while the other event is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, physician suspected patient could have a nickel allergy due to autoimmune symptoms (such as arthritis). However, limited information was provided and patient's other symptoms (besides of arthritis) which may have led to nickel allergy suspicion were not specified. Nevertheless, considering nickel allergy's nature, a causal relationship with the suspect insert cannot be excluded. The reported autoimmune symptom of arthritis was considered as unrelated to essure, based on event's pathophysiology and device safety profile. Non-serious events were also reported. This case was considered an incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 19-aug-2016: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device shape alteration. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed autoimmune symptoms (such as arthritis). The physician was not sure if she was allergic to nickel. Essure was removed (removal method was not reported). Nickel allergy is listed in the reference safety information for essure, while the other event is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, physician suspected patient could have a nickel allergy due to autoimmune symptoms (such as arthritis). However, limited information was provided and patient's other symptoms (besides of arthritis) which may have led to nickel allergy suspicion were not specified. Nevertheless, considering nickel allergy's nature, a causal relationship with the suspect insert cannot be excluded. The reported autoimmune symptom of arthritis was considered as unrelated to essure, based on event's pathophysiology and device safety profile. Non-serious events were also reported. This case was considered an incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Follow-up received on 29-jul-2016 and on 02-aug-2016 it was reported that physician thinks that he removed the entire insert from patient (he is not sure), but insert was stretched. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed autoimmune symptoms (such as arthritis). The physician was not sure if she was allergic to nickel. Essure was removed (removal method was not reported). Nickel allergy is listed in the reference safety information for essure, while the other event is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, physician suspected patient could have a nickel allergy due to autoimmune symptoms (such as arthritis). However, limited information was provided and patient's other symptoms (besides of arthritis) which may have led to nickel allergy suspicion were not specified. Nevertheless, considering nickel allergy's nature, a causal relationship with the suspect insert cannot be excluded. The reported autoimmune symptom of arthritis was considered as unrelated to essure, based on event's pathophysiology and device safety profile. Non-serious events were also reported. This case was considered an incident, since device removal was required. The product technical analysis concluded that a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 19-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009. Essure was done and they were not sure if patient was allergic to nickel. Patient had questions. Doctor stated the patient asked if there is any kind of testing to provide or not to prove patient was allergic to nickel. The patient has autoimmune symptoms such as arthritis, fibromyalgia and she planned to get it removed. The patient said that she did not have the autoimmune symptoms prior to essure, it was after essure was inserted. The doctor was planning to remove essure and requested procedure for removal essure emailed to him. Follow-up received on 06-jun-2016 from the patient: she is (B)(6) and had essure inserted on (B)(6) 2009. According to her, she has been experiencing changed periods (became shorter but heavier) and major back pain. She cannot sit or stand for long periods of time since placement. She has chronic pain in whole body and states that she has seen rheumatologists who have found everything okay. Patient also has excruciating pain during menstrual cycle, which affects her work, and her hands are weak with tingling and numbness. She had first abnormal pap post placement of essure. On (B)(6) 2016, an internal ultrasound was performed and showed that coils are in her uterus. The patient also has psoriasis, dry eyes, needs glasses post insertion, has problem getting out of bed and the date of her period pushes back a day month after month. Her health care professional, who has done a removal already with another patient, has recommended the removal. Follow-up received on 08-jun-2016 (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed autoimmune symptoms (such as arthritis). The physician was not sure if she was allergic to nickel. A surgical procedure for essure removal was planned. Nickel allergy is listed in the reference safety information for essure, while the other event is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, physician suspected patient could have a nickel allergy due to autoimmune symptoms (such as arthritis). However, limited information was provided and patient's other symptoms (besides of arthritis) which may have led to nickel allergy suspicion were not specified. Nevertheless, considering nickel allergy's nature, a causal relationship with the suspect insert cannot be excluded. The reported autoimmune symptom of arthritis was considered as unrelated to essure, based on event's pathophysiology and device safety profile. Non-serious events were also reported. This case was considered an incident, since a surgical intervention will be required for essure removal. The product technical analysis concluded that a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se.